Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the physician had difficulties connecting associated lead to this pacemaker during implant. The associated lead is a competitor product. The system was finally implanted successfully. There were no adverse patient effects reported.